Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported the patient was having a hard time increasing stimulation. The patient stated she can decrease stimulation, but not increase stimulation using the patient programmer. The patient stated she was able to decrease her stimulation all the way to 0.00v. Through troubleshooting, the patient confirmed that her stimulation was off. The patient was instructed to turn stimulation back on and she confirmed that she was now able to increase her stimulation. The patient did not know her stimulation was off, and she did not turn it off. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.